Event description:
It was reported that during a tympanostomy, the tula gen 2 rotating arm was defective. The rotating arm was meant to hold counter pressure to help hold the ear plug in place, however, there was significant patient movement and the rotating arm came loose too easily and it ended up becoming an hindrance. The patient got sweaty when got worked up and cried, thus, the adhesive on the piece that adheres to the neck often came off and loose its stickiness to the patients sweaty skin, becoming ineffective. The procedure was cancelled and rescheduled for the operating room. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.